Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The contrast keypad button was hard to press and required increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. Also unrelated to the complaint, evaluation revealed a cracked battery compartment extending from the finger pad down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.